Manufacturer narrative:
A ge oec service rep investigated the issue and found fuse f1 was blown. The fuse was replaced and the display adapter pcb was also removed and replaced as the cause of the blown fuse. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not boot up.